Manufacturer narrative:
Film evaluation results are: the exact cause of the valiant inaccurate delivery could not be determined from the limited pre-implant films provided. Pre-implant planning revealed that the patient had a previously placed aorto-bi-fem graft repair, and there was a 36mm diameter aaa/pseudo aneurysm proximal to the graft. Films during implant and post-implant were not available for review. This was off-label use of a valiant within the aaa, and pre-implant planning noted that aneurysm exclusion may require a two-piece repair. It is unclear if this a user error, anatomy or stent graft related. (B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 35.9 mm in diameter thoracic aortic an eurysm. It was reported that, during the index procedure, the valiant stent graft moved proximally during deployment and the stent graft was not delivered to the desired landing zone. The physician elected to implant an endurant ii stent graft extension and the procedure was completed successfully. Per the physician, the cause of the inaccurate delivery was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.